Manufacturer narrative:
Previously reported as the epiq ultrasound system froze during an emergent echocardiogram. However, additional information was received that reported it was not during a critical or emergent procedure. It was a routine echocardiogram. There was no patient harm or need for medical intervention. Therefore, this event is not likely to cause or contribute to a serious injury if it were to reoccur.

Event description:
It was reported, during an emergent echocardiogram, the epiq cvx ultrasound system froze during use and caused corrupt images. The procedure was able to be completed; however, the user had to reboot the system multiple times. There was no injury associated with this event.

Event description:
It was reported, during an emergent echocardiogram, the epiq cvx ultrasound system froze during use and caused corrupt images. The procedure was able to be completed; however, the user had to reboot the system multiple times. There was no injury associated with this event. Philips has started an investigation for this complaint.